Event description:
It was reported that the patient's implantable neurostimulator would not come out of overdischarge; even after several attempts to "jump start" the battery by the physician and the patient's wife. There was no hospitalization required or injury to the patient if additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 3708260 (B)(4) implanted: (B)(6)-2009 explanted: na extension model 37082-40 (B)(4) implanted: (B)(6)-2009 explanted: na, programmer model 37743 (B)(4), recharger model 37752 (B)(4), lead model 3998 lot# v118946 implanted: (B)(6)-2009 explanted: na, lead model 3998 lot# v091959v01 implanted: (B)(6)-2009 explanted: na.